Manufacturer narrative:
Event summary: patient data files did not show system notices or issues for the date of event with catheter 2af284 / 74531-(B)(4) which was used for four injections but not returned. Upon visual inspection of flexcath sheath 4fc12 / 31093-(B)(4), results showed the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking because the valve was torn. In conclusion, the reported issue (air ingress) has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. Arrhythmia, hypotension and st elevation are clinical issues encountered during the procedure.

Event description:
It was reported that during a cryo ablation procedure, after isolation of the pulmonary valve, a competitor product was inserted into the sheath. There was continuous air ingress from the side port. St elevation was confirmed. Fluoroscopy confirmed air in the patient's aorta. Air was aspirated through the sheath that was in the right femoral artery. Additionally, as air was observed in the right coronary arteriography, air aspiration was performed using the thrombectomy catheter. Air was confirmed by the left coronary arteriography. Severe bradycardia was confirmed as well as a decrease in blood pressure and ventricular fibrillation. A heart massage and an intratracheal intubation were performed. The hemodynamics became stable, however, the patient was still unconscious. The case was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Verbiage product event summary: patient data files did not show system notices or issues for the date of event with catheter 2af284 / 74531- (B)(4) which was used for four injections but not returned. Upon visual inspection of flexcath sheath 4fc12 / 31093-(B)(4), results showed the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking because the valve was torn. In conclusion, the reported issue (air ingress) has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. Arrhythmia, hypotension st elevation, and air embolism are clinical issues encountered during the procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicated that in addition to the events, after the balloon catheter was removed from the sheath, a loud sound of airflow was heard prior to the st elevation. An air embolism was confirmed through a coronary angiogram. Additionally, the bradycardia changed to pulseless electrical activity (pea) resulting in cardiac arrest. Chest compressions were given and a cardiopulmonary assist device was inserted. Additionally, it was indicated that the neurological damage from the event was confirmed and never recovered. The patient has a hypoxic ischemic brain injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to product event summary: air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Functional testing of the sheath confirmed that the hemostasis valve was leaking. Air bubbles were observed through the valve. We suspect the valve disk was torn. If information is provided in the future, a supplemental report will be issued.